Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed testing. Upon evaluation, the belt receptacle connector was loose creating a loose connection to the j4 connector on the defibrillator board. The cause of the inability to complete testing is the damaged receptacle and connector. The root cause of the damaged connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.